Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger would not power properly. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon eval, the battery charger¿s power supply was defective. The root cause for the defective power supply was unable to be positively determined. No adverse event resulted from the defective power supply. The patient received a replacement battery charger.